Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during use of the balloon inside the patient, the balloon ruptured at nominal pressure. The lesion was described as highly calcified. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that may contribute to balloon ruptures include, but not limited to, manufacturing, materials, handling, inadequate preparation of balloon prior to inflation, over inflation, patient anatomy, degree of calcification, damage to the outer balloon surface, or associative device interaction. Although the balloon had ruptured at nominal pressure, the patient anatomy was described as highly calcified, which may have contributed to the reported rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.